Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is being filed to report the clip opening during efaa. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4+. One clip was advanced to the mitral valve and while first establishing the final arm angle (efaa), the clip was noted to settle open from 0 to 20 degrees. However, subsequently the clip passed efaa and was successfully implanted and remained closed and stable on both leaflets. A second clip was implanted and the procedure concluded with mr reduced to 1-2+. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lots that would have contributed to this event and a review of the complaint history identified no lot specific product issue at this time. Based on the information reviewed and without a device to analyze, a cause for the reported clip opening while establishing final arm angle could not be determined in this incident. There is no indication of a product quality issue with respect to manufacture, design or labeling.